Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure. According to the complainant, during the procedure, when trying to cut in cut mode the generator¿s pad fault light turned on. The pad was replaced with no help. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of generator displays error message. The complainant indicated that the device will be retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.